Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented through merlin.net transmission after receiving inappropriate hv therapy for atrial fibrillation with rapid ventricular response. The patient had not been feeling well for two weeks. Programming changes were suggested. Patient will be called in clinic for further troubleshooting.